Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to use the smart device's bluetooth settings to disable bluetooth, close the g5 application, re-enable bluetooth, re-open g5 application, re-pair transmitter, which was unsuccessful. Dexcom representative then advised patient to use a new sensor and re-pair the devices, which was unsuccessful. Dexcom representative then advised patient to use another sensor and a second transmitter, which was successful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.